Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Per (B)(6), patient information is not able to be provided. Additional product codes: gff, gfa, hsz. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during osteosynthesis of a tibia distal fracture a 2.5mm drill cracked while drilling into the cortical bone of the patient. The broken off piece remained in the patient. The surgery was not prolonged, as another drill bit was available for use. This is report 1 of 1 for (B)(4).